Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. Customer¿s blood glucose level was 370 mg/dl. The customer declined follow-up by tandem technical support; therefore, no additional information was provided on how the issue was resolved.